Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown drug via an implantable pump for spinal pain. It was reported that the patient stated they were paraplegic due to the catheter going through their spine. The patient was extremely escalated so agent was unable to ask follow-up questions regarding catheter issue. (B)(6) 2023, (B)(6) update: document contained no new information regarding this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl [50 mcg/ml] at a dose of 2.4 mcg/day and bupivacaine [20 mg/ml] at a dose 0.964 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that per the hcp, an MRI (magnetic resonance imaging) done two days after the initial implant on (B)(6) 2017 showed that the catheter was in the cord. It was noted that per the hcp, it was unclear whether the catheter migrated or was implanted there and it was indicated that there were no patient issues leading to the event or product issues. The catheter was then removed from the cord the two days after the initial implant and was left coiled in the spinal area. The decision was made to let the patient heal and leave the catheter and pump implanted until a new catheter could be placed. On (B)(6) 2017 the spinal portion of the existing catheter was explanted and the existing pump segment was connected to the new catheter that was placed and connected to a portion of the existing catheter, which had been partially explanted and replaced. The partial explant would not be returned as it was discarded. It was noted that there were no patient symptoms currently on the date of the report (B)(6) 2017. It was indicated that no factors contributed to the event. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of surgical intervention). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via the return paperwork for the catheter indicated the reason for explant regarding the spinal segment of the intrathecal catheter was noted as ¿malfunction.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID :8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter found that there were no significant anomalies, there was acceptable testing, and the catheter was incomplete and returned in segments. (B)(4). If information is provided in the future, a supplemental report will be issued.